Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the bolus totals for three days did not match. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/03/2017 with the following findings: a review of the black box showed delivered boluses matched the total daily dose correctly. A 10 unit audio bolus and a 10 unit normal bolus were manually performed and accurately recorded in the bolus history and bolus total daily dose. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and at the end of testing the basal history and total daily dose showed the correct amounts. No alarms occurred during testing. The complaint of a bolus calculating a greater than five percent discrepancy was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).